Event description:
Boston scientific received information via the remote patient monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) recorded a low out-of-range shock impedance measurement. Right ventricular (rv) pace impedances were noted to have decreased as well although still within normal limits. All other diagnostic measurements were also normal. Boston scientific technical services (ts) discussed performing a commanded shock test to further evaluate lead integrity however one was not performed. All additional testing was unable to recreate the out-of-range measurements or abnormal system behavior. The patient's clinic will continue to monitor their system. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.